Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-05940. It was reported that increased pacing lead impedance was observed on the patient's right ventricular lead. The patient's lead was capped and replaced on (B)(6) 2019. No notable lead fractures were observed. During the procedure, the implantable cardioverter defibrillator was explanted and replaced due to the source of the increased impedance was unknown. The patient was stable throughout.